Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed the tip clamps dirty. The fe cleaned all tip clamps and tip eject sleeves. The fe performed lld on sample and reagent and ran system boot-run test. All complete without error. Repairs have returned this instrument to expected operation.